Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. Device is expected to be returned for evaluation, however it has not been received yet. Upon receipt the sample will be evaluated and a follow up will be submitted. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced a peg tube dislocation into the stomach. On (B)(6) 2020, the patient went to the emergency room (ER) due to the peg tube dislocation. And abdominal x-ray showed the peg tube in the duodenum and the j-tube in the stoma. On (B)(6) 2020, an endoscopy was performed to re-position the peg tube. The endoscopy showed a bezoar and knot at the end of the j- tube. The peg tube was re-positioned, and the j-tube was replaced. The patient was subsequently discharged from the ER.

Event description:
The j-tube sample was returned and evaluation completed.

Manufacturer narrative:
Reference record (B)(4). The y-connector, click adaptor, and j-tube were returned. The j-tube was received cut into two separate pieces. One piece was attached to the y-adaptor. A bezoar was observed covering the pig tail at the end of the other cut piece of j- tubing. The cut in the j-tube likely occurred when the tubing was removed from the patient. The probable cause of the bezoar cannot be determined since this is a medical complaint. The j-tube was observed to be knotted. The knot in the j- tube could be due to natural movement in the body. Knotting and bezoars are known complications of use of the device. The other returned components are undamaged, no defects or damages were observed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.